Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump and did not require assistance from a third party. Tandem technical support provided information and assisted the customer with resetting the pump.